Manufacturer narrative:
The complaint device was received and visually inspected. Visual observations revealed the upper jaw to shaft pin was sheared off, contributing to the jaw failure. This complaint can be confirmed. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off. This failure can be attributed to user misuse. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip. The jaw did not hold the rubber strip tightly and when the trigger was actuated to deploy the needle, there was slight resistance and the deployment was rough. To restore it to the original position, the needle trigger has to be pushed back manually. This device is required to be thoroughly cleaned and properly lubricated/ milked to avoid friction during deployment. Improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one similar complaints of any type for this lot of devices that were released to distribution. The similar complaint was attributed to device misuse as well. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the hinge on the customer's expressew iii without hook broke during a shoulder arthroscopy and the jaw could not open and close. No pieces fell into the patient. The case was completed by using another like device. The device is being returned.